Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a popliteal aneurysm interventional procedure with a 6f sheath. Reportedly, when the foot was lowered in order to take out the device to retrieve the wires [suture], it was impossible to close the lever and remove the device. However, after some handling the device was able to be simply withdrawn, yet while trying to remove it the artery became torn and there was hemorrhage. Surgical intervention was performed to treat the torn artery and hemorrhage. Another prostyle was used but failed to close the access site. Surgical access was performed to achieve hemostasis with a thread 5.00 suture. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from ¿yes¿ to ¿no¿.